Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through a presentation at a conference. We are unable to request further information due to the aggregated nature of the information provided, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that during a catheter ablation conference a slide was presented covering a study performed on the effects of pulse field ablation on the patient's kidney function. The study covered 14 patients who underwent treatment with the farapulse system, using the farawave catheter, and 55 patients who under went pulse field ablation using non-boston scientific systems. The combined results for all 69 patients are as follows: (patient outcome information was provided for all devices aggregated together, there is no information detailing if any of these patient complications were a result of a procedure involving a boston scientific device specifically.) "[Methods]: patients who underwent pulmonary vein isolation using pfa were analyzed separately for ckd patients, excluding those with normal renal function and those undergoing dialysis with an egfr of less than 60 ml/min/1.73 m2. All patients received fluid replacement before and after treatment, and renal dysfunction and serum potassium levels were evaluated the following day. [Results]: a total of 69 patients (45 men [65%], age 66 +/-14 years, 33 [48%] with ckd, 48 with pulseselect?, 14 with farapulse?, and 7 with varipulse?) Were analyzed. Blood test values before and after treatment showed no significant deterioration in egfr(74.3+/-12.3 vs. 73.2+/-16.0, p=0.42) and potassium (4.2+/-0.4 vs. 4.1+/-0.4 meq/l, p=0.09) in patients with normal renal function, and in egfr (48.9+/-6.54 vs. 55.8+/-10.0, p<0.01) and potassium (4.4+/-0.3 vs. 4.3+/-0.4 meq/l, p=0.15) in patients with ckd. One patient with normal renal function (aged over 75 years with heart failure) developed acute kidney injury with a creatinine increase of 0.36 mg/dl before and after surgery. In addition, nine patients (25%) with normal renal function showed a decrease in egfr to less than 60 ml/min/1.73 m2. [Conclusion] even in ckd patients, pfa did not cause significant decline in renal function or electrolyte abnormalities when adequately hydrated. However, there have been cases of acute kidney injury and decreased egfr in patients with normal renal function, so caution should be exercised in patients with or without ckd to avoid renal dysfunction after pfa." No information was provided regarding the outcome of the patient that developed acute kidney injury nor was any information provided regarding treatments. No product returns are expected as the patient complications occurred after the procedure, when the device is expected to have been discarded of per standard practice.